Event description:
It was reported that the atrial lead was difficult to implant and had unacceptable thresholds. It was later found that the atrial lead was dislodged. After repositioning the lead with a difficult placement again the atrial lead had high thresholds and was later found dislodged again. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer coil was distorted, the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.